Event description:
It was reported that while inserting the foley catheter into the patient that the catheter cracked, the balloon deflated and then the catheter fell out of the patient. Per follow up received on 08jun2021, the catheter was cracked on the shaft and there was no patient impact or missing pieces.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), red two-way silicone foley catheter. Visual inspection of the sample noted a clean slice on the shaft of the catheter. The catheter has a bagger machine cut, which is the root cause of the deflation issue. This device is considered out of specification. A potential root cause for this failure could be operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that while inserting the foley catheter into the patient that the catheter cracked, the balloon deflated and then the catheter fell out of the patient. Per follow up received on (B)(6) 2021, the catheter was cracked on the shaft and there was no patient impact or missing pieces.